Event description:
Additional information: it was reported that catheter revision took place 2012 (B)(6). There was a leak indicated with an (B)(6) study at lumbar entry. It was reported that the patient was treated for withdrawal and was ¿fine.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter became dislodged earlier this year. The healthcare provider (hcp) reported that the patient experienced withdrawal at that time but the hcp was able to manage it and revise the infusion system. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, lot/serial# unknown, product type catheter. (B)(4).